Event description:
Philips received a report where a customer reported that the CT pt support moved out of the gantry and downward unexpectedly. The customer powered down and then powered up the system and the unexpected movement stopped. There was no report of harm to a pt, operator, or bystander due to this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).